Event description:
During an unknown procedure utilizing a svce repl, control unit, dyonics 25, it was reported that the pump failed to recognize handpiece. The pressure was set to 20, but continued to increase to over 50. There was no back-up device available; therefore, the procedure was aborted. There were no reports of patient injuries or complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: one svce repl, control unit, dyonics 25 was returned for evaluation. The reported complaint of "not recognizing handpiece" could not be reproduced. The product passed functional testing with no erratic pressure/flow problems or alarms. The device passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings normal and well within specs during all tests. No problem found. (B)(4).